Event description:
Device analysis performed on the returned superion indirect decompression spacer determined that the spindle cap was completely sheared off from the implant body, with both the spindle and actuator shaft dislodged from the main body. Additionally, severe abrasion was observed on the actuators mating surface, accompanied by damage to the spindle. The spindle cap detachment resulted from the application of excessive force. The nature of the damage suggests the implant failure was caused by deployment against anatomical resistance, such as bone, as well as improper attachment of the inserter to the spacer.